Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a patient while running on the architect i2000sr analyzer. The initial result yielded 1200 miu/ml (>/= 25.00 miu/ml is positive) the repeat result yielded < 1.2 miu/ml (</= 5.00 miu/ml is negative). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The trending was reviewed and did not identify any trends for the product for the issue. Accuracy testing was performed using an in-house retained kit of the complaint lot 25512ud01. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Field data was reviewed and determined the overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot(s). The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total b-hcg reagent lot 25512ud01 was identified.